Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 113 mg/dl at the time of the call. The customer stated that they changed the battery to the insulin pump but received a failed battery test alarm. The customer stated that the buttons on the insulin pump do not respond. The customer was informed that a local office will contact them about having their insulin pump replaced. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.